Event description:
Per fax, the sieve beds are leaking. Per independent repair center statement, alarming or red light. The key failure was the sieve beds for the sieve was leaking. Additional malfunctions were the valve manifold had sieve in the valve.